Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device overheated. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.